Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. The pusher assembly mid-joint outer diameter was measured and was within specification. During functional testing, the smart coil was properly re-sheathed. Subsequently, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without an issue conclusions: evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement of the smart coil within its introducer sheath. Forceful advancement the device against this resistance may result in pusher assembly kinks. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement of the smart coil within its introducer sheath. During functional testing, the smart coil was properly re-sheathed. Subsequently, the smart coil was able to advance through a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01730.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01730.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. A new smart coil was opened and was also unable to advance within its introducer sheath; therefore, it was removed. The procedure was completed using a third smart coil. There was no report of an adverse effect to the patient.